Event description:
The caller reported multiple intermittent occlusion alarms. Despite these problems, the customer¿s blood glucose levels did not exceed 500 mg/dl or read ¿high¿ on the cgm. Following escalated troubleshooting, it was recommended that the pump be replaced due to ongoing occlusion issues. The customer was advised to continue using the current pump until the replacement arrived, and all necessary replacement procedures were confirmed and communicated.